Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow and down arrow keypad buttons had a delayed response for four weeks. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation submitted 11/19/2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the contrast and up buttons were intermittently responsive. The keypad was peeling and was removed to investigate. Contamination was found under all contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.